Event description:
After the introducer needle and guidewire was in place the PICC was insert. The introducer needle was removed and the guidewire severed, unraveled and a piece of the guidewire migrated. The migrated portion was removed without incident. The guidewire will be returned for evaluation, but the migrated portion was discarded at time of removal.